Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer cleared the alarm and insulin delivery was resumed. The customer's blood glucose level was 120 mg/dl. As the customer was not receiving an alarm at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the alarm was unable to be performed.